Event description:
Fresenius medical care (B)(4), inc. Received a report from a dialysis facility stating that a patient complaints of nausea and not feeling well during a hemodialysis treatment. The nurse noticed that the machine conductivity reading was 12.2 and there was no machine alarm. The conductivity at set up was 13.1 and was 13.2 when verified with a neo-stat meter. Alarm window was 12.5 - 13.5. Sodium and bicarbonate settings were changed and the patient felt better after half an hour.

Manufacturer narrative:
Additional information was requested from the dialysis facility but no information has been received. (B)(4).